Event description:
It was reported that during an arthroscopic knee surgery the button did not flip properly and was stuck. In addtition the suture tore. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1588rt serial/batch number (B)(6) was received for investigation. The visual inspection revealed that the device's suture system was compromised, as only two strands of the white suture were submitted for evaluation. The sutures were broken and frayed. No damage to the other sutures and/or buttons was identified. Due to the device being damaged, no functional tests can be applied. The most likely cause(s) of reported failure is user error.